Event description:
It was reported that the deep brain stimulation (dbs) patient was scheduled for a magnetic resonance imaging (MRI) scan. As part of the pre-MRI safety protocol, impedance testing was conducted, revealing that contact 8 was outside the acceptable range. This finding prompted a revision procedure where the lead extension was replaced. The patient was doing well postoperatively. The explanted component was subsequently discarded by the hospital and was not returned for further analysis or manufacturer evaluation.